Manufacturer narrative:
This event is no longer reportable against the alinity m system, list number 08n53-002. See MDR 3005248192-2024-00030 for investigation of alinity m hr hpv amp kit (list 09n15-090) lot 385721 for this incident.

Event description:
The customer reported 2 false not detected result while using the alinity m high risk (hr) hpv assay on the alinity m system. The customer reported that sample ID (sid) (B)(6) was first tested on (B)(6) 2024 and the result was "not detected." A visual amplification curve inspection showed non-sigmoidal behavior for the "other hr hpv b" target. The sample was retested on (B)(6) 2024 and the result was again "not detected." The visual curve inspection showed the "other hr hpv b" signal raise around cycle 30, but it was not accepted by the software. The sample was retested on (B)(6) 2024 and the result was "other hr hpv b." Each test was performed on a sample that was freshly aliquoted from the master sample. The result for sid (B)(6) was released from the laboratory on (B)(6) 2024 as "other hr hpv b." Sample ID test date alinity m hr hpv test result (B)(6) (B)(6) 2024 not detected (B)(6) (B)(6) 2024 not detected (B)(6) (B)(6) 2024 other hr hpv b sid (B)(6) was first tested on (B)(6) 2024 and the result was "not detected." A visual amplification curve inspection showed non-sigmoidal behavior for the "other hr hpv b" target. The sample was retested on (B)(6) 2024 and the result was "other hr hpv b." Each test was performed on a sample that was freshly aliquoted from the master sample. The result for sid (B)(6) was released from the laboratory on (B)(6) 2024 as "other hr hpv b." Sample ID test date alinity m hr hpv test result (B)(6) (B)(6) 2024 not detected (B)(6) (B)(6) 2024 other hr hpv b there was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved. The following additional MDR has also been submitted with the following suspect product: 3005248192-2024-00030, with suspect product alinity m hr hpv amp kit list number 09n15-090 lot number 385721.